Event description:
It was reported by service report that the brakes were not holding properly; the brake fork plate tabs were worn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Worn brake plate kit.